Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed no evidence of a short battery life. Unrelated to the original complaint, the pump powered on with the returned battery cap to a dim and discolored display. Additionally, the battery cap was unable to be fully tightened, and the battery compartment was cracked from the threads area to the case seal, and below the grip pad. No evidence of contamination was found inside the battery compartment. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components inside the pump. The battery life issue was not duplicated during investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.